Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint could not be verified. The lens appeared clear. The lens resolution was acceptable. Unable to verify focal length because the lens information was not provided. Optic and haptic damage was observed. The central optic portion shows extensive yag damage. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause for this complaint is unknown. The lens optical properties were within specification. Optic and haptic damage was observed. Due to presence of surgical solution, the damage is most likely customer related. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that he exchanged an intraocular lens (iol) due to opacity within the lens. The lens was replaced with the same model. The reporting surgeon did not perform the initial implant and reports that one of the patient's previous surgeons had attempted a yag laser capsulotomy, thinking the opacity was in the posterior capsule. Additional information has been requested.